Event description:
It was reported that unspecified alarms occurred. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.